Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had a mesh removal surgery on (B)(6) 2017 and the surgeon found adhesions and omentum was completely adhesed on the mesh ... The mesh, which was exposing to the intraperitoneal space was resected. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite. No additional information was provided.